Event description:
While accessing vein, difficulty removing wire, when pulled back the wire stretched and unraveled. The wire was then pulled out as unit with needle and the wire was removed-no lost pieces. No untoward problems to patient.

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the return of the device sample for evaluation. When the investigation is complete a final report will be submitted.